Event description:
It was reported that the device was used during an unknown procedure. The device jammed and would not fire. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Opening issues. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, during three non-consecutive firing sequences the jaws remaining in closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. In addition, the device locked out as intended but the orange indicator over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.